Event description:
A us distributor reported that a patient's electrode belt latch does not communicate with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) was due to the latches on the trunk cable connector being bent, creating an insecure connection with the monitor. The root cause for the damaged connector was physical abuse. There was no adverse event that resulted from the damaged belt.